Manufacturer narrative:
The oxygenator has been obtained from the customer. A supplier corrective action request (scar) has been initiated to further investigate the issue. Evaluation of the part by the supplier is pending.

Event description:
Device user (du) noticed perfusate leaking at the oxygenator connection. Priming was paused while the connection was assessed. Du was able to manually tighten the connection with initial resolution. Priming was then resumed but the leak continued. The disposable set was changed. No further issue occurred after a new disposable set was used.

Event description:
Device user (du) noticed perfusate leaking at the oxygenator connection. Priming was paused while the connection was assessed. Du was able to manually tighten the connection with initial resolution. Priming was then resumed but the leak continued. The disposable set was changed. No further issue occurred after a new disposable set was used.

Manufacturer narrative:
Subsequently, it has been decided to update the device instruction for use (IFU), as a precaution, to include a recommendation for the device user to ensure the system pressure and flow rates are within limits and there are no leaks during priming prior to adding blood.

Manufacturer narrative:
The supplier received the oxygenator and pictures of the leak that was reported. The supplier completed a formal investigation. No abnormalities were identified from review of the pictures. No issues were identified from the production records review. Complaint database analysis revealed no further similar issue for the associated lot. Visual inspection of the involved oxygenator did not reveal any visible damage that could have caused the reported leak. A leak test was performed. No leak was reproduced. The cardioplegia connector was inspected and a groove was found inside the connector. The connector was then tested on another oxygenator and confirmed to not leak. Further leak test was performed exceeding the maximum internal pressure value permitted. No leak occurred. The most likely root cause of the reported issue is a misaligned tightening of the connector, resulting in the groove inside the cardioplegia connector and the reported leak. But this could not be confirmed definitively. The supplier maintains and documents periodic complaints monitoring to evaluate need for improvements. No specific corrective or preventive action were deemed necessary as a result of the investigation.

Event description:
Device user (du) noticed perfusate leaking at the oxygenator connection. Priming was paused while the connection was assessed. Du was able to manually tighten the connection with initial resolution. Priming was then resumed but the leak continued. The disposable set was changed. No further issue occurred after a new disposable set was used.